Event description:
Dermabond was applied to the knee. After the surgery, a blister and itch occurred. The dermabond was removed and the pt prescribed baramycin. The pt reportedly became better. As per update received on 12/10/2007 the pt had a tumorectomy performed at the cartilaginous area of the knee. Dermabond was applied in 3 layers allowing time between each layer for the adhesive to set. The reaction occurred the next day after the application of the adhesive.

Manufacturer narrative:
The lot number associated with this event is unk. The reporter has provided lot numbers for prod inventory at hand: 017015, 027042, 037088, 027046, 047112. Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in pts who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these pts are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.